Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was partially recaptured once and dislodged twice requiring two full recaptures. The cause of the dislodgements was unknown. The valve was implanted at a depth of 4 mm. Two hours following the procedure, a transesophageal echocardiogram (tee) was performed indicating the valve had migrated from its original position into the left ventricular outflow tract (lvot). An angiogram further revealed the outflow portion of the valve was now located in the sinuses. A second, non-medtronic valve was implanted in the area of the patient's native annulus, within the first valve. No additional adverse patient effects were reported.